Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 385 mg/dl. The customer stated that every single time he put in new set its crimping and he is getting no delivery and blood glucose are going up. Customer declined troubleshoot. The insulin pump will not be returned for analysis.